Event description:
It was reported that the pt experienced "ineffective therapy" after repeated increases in medication. A dye study was performed in early 2009 which revealed a broken or kinked catheter. The pump was subsequently removed approx three months later; the catheter remained implanted. The pt was at home at the time of the report; status "unknown" . Additional info has been requested from the hcp, but was not available as of the date of this report.